Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins was turning off by itself about twice a month. The patient confirmed that the patient programmer shows the ins is off during these events. The patient had always been able to turn stim back on. It was recommended the patient be sure to charge frequently and keep the ins at a relatively full charge, and to keep a journal of unexpected stim output incidents. The patient denied the charge level being low when this happens. The patient noticed that when the ins charge level was at 50%, it did not work as well as when it was fully charged. The patient stated he recharges every three days and a charge lasts about three days. The patient stated he does not let the ins go below 50% and always recharges to full. The patient was redirected to their healthcare provider (hcp), and it was reviewed that the hcp could reach out to a manufacturer's representative (rep) for additional troubleshooting. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.